Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the impella exhibited high purge pressure and low purge flow, which was addressed by adding purge lysis to the purge. The patient remained on impella support, and there was no reported patient harm.

Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Per log review purge pressure rise with motor current spike and increase in flows seen. High purge pressure and purge system blocked alarms were found. Later gradual resolving of purge pressure observed after tissue plasminogen activator administration. The cause of the high purge pressure issue was most likely biomaterial ingestion. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Impella pump was not returned for investigation. Upon review of data logs it is apparent that the console is the potential cause of the optical signal issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. G1 manufacturing site name and address corrected.

Event description:
The complainant also reported that the pump triggered several yellows 'placement signal unreliable' alarms, with no placement signal (ps) visible. However, the issue resolved on its own during a call with the representative. The impella was not explanted as a result of the event.